Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference manufacturer report: 1627487-2018-00424 and 1627487-2018-00688. It was reported the patient stopped getting relief from the scs system. Reportedly, the ipg had been dead for more than five years. Surgical intervention was taken to explant the scs system.